Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause was not reported. Treatment rendered for the event was not reported. At the time of this report, the patient was recovering from the event. Physioneal therapies were ongoing. No additional information is available